Manufacturer narrative:
Investigation included complaint handling and user follow-up. Investigation of this case revealed no confirmed device malfunction based on available information. It was concluded that the event was consistent with hyperglycemia with an unclear cause, with the device continuing to operate as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced a high blood glucose event identified by fingerstick while discussing sensor accuracy, and the event was managed by manually entering the fingerstick value into the ilet and monitoring glucose levels; an alert with code 263 was noted and no ilet alarms were reported. Symptoms included no observable clinical symptoms upon follow-up. Outcomes included no medical intervention, no hospitalization, and resolution through user self-management.